Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 1 second, the balloon ruptured. The device was removed without any problems, and the procedure was completed with a different device. No patient complications were reported.